Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as one por for write to locked ram occurred on (B)(6) 2012 11:49:07. One patient alert for por occurred on (B)(6) 2012 10:49:07.

Event description:
It was reported that the patient was receiving radiation therapy and the device had a electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.